Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. All information reasonably known as of 22-aug-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
Halyard health received one (1) used sample that was not returned with the original packaging. The broken portion of the ng tube was not returned with the device. The returned sample device was examined under magnification (50x) showing that the tubing had signs of damage. There was a split/tear identified approximately at the 37 cm marking. At the 37cm marked location, the tubing appeared to have expanded to form a balloon shape which burst axially causing a separation from the distal end of the device. When manually pressing the tubing back together, there were no identifiable origin of the ballooned tubing due to the condition of the sample when received, and the distal end portion of the sample not being present during the evaluation. Although a sample was returned, a root cause could not be determined. The distal end portion of the sample was also not present for evaluation. Possible factors that lead to ballooning include improper flushing in case of a clog, forceful irrigation, or excessive administration of liquids. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 03-oct-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 08-aug-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not received for evaluation.

Event description:
It was reported that a tube failed. It ballooned and fractured, and as a result, had to be removed from the patient endoscopically. Additional information was received on (B)(6) 2017 stated that the device was placed on (B)(6) 2017 at 0300 hours at bedside. It was removed on (B)(6) 2017 at 1400 hours. The endoscopy to retrieve the distal portion of the tube was done in the evening. The patient was able to increase his oral intake and did not require another feeding tube to be inserted. No further information was received.